Event description:
Reportedly, the device (27mm) was explanted at implant due to "suture loop jamming." It was reported that a perimount plus (B)(4) was implanted for mitral valve replacement (mvr) to correct mitral stenosis and regurgitation (msr) on (B)(6) 2010. Coronary artery bypass graft (CABG) was also performed at the same time. After implant, mitral regurgitation (mr) was observed by intraoperative echocardiography. The device was explanted for mvr due to mr. During the explant, it was confirmed that the movement of the leaflets was restricted by suture loop jamming and it caused the regurgitation. Sjm mechanical valve was implanted as a replacement. Customer commented that this explant was unexpected but not device related. Sales rep also reported that the operating doctor acknowledged that this event had occurred because they did not use tricentric holder properly. Patient was under treatment as of (B)(6) 2010.

Manufacturer narrative:
It is unknown at the moment whether the device would be returned for evaluation or not. Echo was requested but not provided. Serial number is unknown; therefore, the DHR canot be done until this information is provided. This event was determined to be reportable per edwards lifesciences procedures. No customer letter requested. (B)(4): suture loop.device not returned.

Manufacturer narrative:
(B)(4). The sales rep has confirmed that the device is not available for return and evaluation as it was discarded by the hospital. No serial number is available; therefore, no DHR review can be done. The surgeon reported the event to be the result of a suture loop. Suture loops occur when a suture is caught on the stent post or commissure and prevents the leaflets of a bioprosthetic heart valve from functioning properly. This occurs due to improper technique or poor visualization of the valve during implantation, and is not a malfunction of the device. In mild cases, it may go undetected and may cause mild regurgitation. In other cases, severe regurgitation may result which may be detected during the procedure or at some later time during the post-operative period, which may require reoperation. Edwards valves have a specialized holder designed to prevent or minimize suture looping. The instructions for use (IFU) contain the following caution statement: caution: avoid looping or catching a suture around the open cages, free struts or commissure supports of the valve which would interfere with proper valvular function. The IFU further instructs the surgeon on how to avoid suture looping.